Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer had the pump under the passenger seat and shut the seat down over it and the touch screen became shattered. Customer was unable to toggle through different screen menus due to the shattered screen. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to manual injections for insulin therapy.